Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net and noise episodes were noted. The patient was brought into the clinic for further assessing. The patient complained of experiencing fatigue and dizziness. The egms revealed atrial lead noise which caused inappropriate atrial tachycardia and atrial fibrillation. All other electrical values were within range. No additional information was available at this time.

Event description:
New information reported on 10/02/2017 stated that the atrial lead at some point had been disabled post after the original complaint and programmed the device to vvi mode but the device continued to measure out of range impedance. The device was reprogrammed to plug atrial the lead. The patient was in stable condition before, during and after device interrogation and would continue to be monitored.